Manufacturer narrative:
Based on the claim against the product by the customer noting the tip of the harmonic ace instrument was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece, approximately 0.52" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Blade damage may be detected by the generator with a solid tone or an error. This failure is typically associated with mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke off. The fragment fell inside the patient¿s cavity and was retrieved during the same procedure. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use with no damage observed. The harmonic ace instrument broke while being used for dissecting. The fragment was retrieved during same procedure and confirmed with visual inspection. Additional surgical procedures and post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the harmonic ace instrument. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. The harmonic ace instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the harmonic ace instrument through the cannula. Both instrument and cannula had no other damage after the event occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) ha not received the harmonic ace instrument for failure analysis evaluation. This complaint is being reported due to the following conclusion: the tip of the harmonic ace instrument broke off and fell inside the patient during a da vinci-assisted surgical procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.